Manufacturer narrative:
One ensite velocity¿ dws7 was returned for analysis. Based on the information provided to (B)(4) and the investigation performed, the root cause of the reported startup failure cannot be conclusively determined as no abnormalities were identified. The returned dws passed the self-test and successfully launched the ensite application. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the procedure a cancellation occurred due to the inability of the velocity computer to startup. There were no adverse patient consequences.